Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on july 03, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection at abutment site and subsequently was treated with oral antibiotics (date and duration not reported). The implanted device remains.